Event description:
Complainant alleged that while treating a pt (age & gender unk) with an atrial fibrillation heart rhythm during an electrical pacing study. During an attempt to defibrillate the pt it did not seem as though the energy was delivered to the pt. Clinicians then attached external paddles to the device and attempted to shock the pt, but the device would not discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.